Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2011; 419678, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the discriminator failed to withhold therapy and the patient received inappropriate shocks. The implantable cardioverter defibrillator (ICD) detected the episode of atrial fibrillation (af) with rapid ventricular response as fvt+svt and delivered several therapies. The device remains in use. No further patient complications have been reported as a result of this event.